Event description:
It was reported that the bd luer-lok¿ syringe was found deformed into an oval shape. The following information was provided by the initial reporter: "the syringe is oval instead of round."

Manufacturer narrative:
Investigation summary: three photos were received and evaluated. The photos depicted a single loose 1ml ll syringe. The syringe was observed to have a deformed luer collar. The deformation observed is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged barrel defect is associated with the material handling after assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8117937 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe was found deformed into an oval shape. The following information was provided by the initial reporter: "the syringe is oval instead of round."